Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm motion sensor test failure alarm, excessive no delivery alarms and unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and verify operating currents due to motor error alarms. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error after exposure to MRI. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The customer stated that they were unsure if the drive support cap had any damage and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin pump alarmed motion sensor test failure during troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.